Event description:
The manufacturer received information alleging a trilogy evo ventilator was displaying an inoperable error message. No error codes were reported. There was no harm or injury reported. Device evaluation has not yet been completed. The device has not yet been returned to the manufacturer for evaluation; therefore, the alleged malfunction is not able to be confirmed at this time. A follow-up report will be submitted when the manufacturer's investigation has been completed.